Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the barrel was discovered to have no scale information with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: after opening the package, it was found that the barrel had no scale and the blood samples could not be collected correctly.

Event description:
It was reported that prior to use the barrel was discovered to have no scale information with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: after opening the package, it was found that the barrel had no scale and the blood samples could not be collected correctly.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing scale markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.